Event description:
While performing a preventive maintenance procedure on a unicel dxc 600 pro synchron system, a beckman coulter (bec) field service engineer (fse) determined the cc (cartridge chemistry) sample probe collar wash was failing intermittently, resulting in a minor leak from the cc sample probe during the fluid waste evacuation of the wash sequence at the cc sample probe collar wash. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The fse wore gloves, a lab coat and protective eyewear while performing preventive maintenance and service on the instrument.

Manufacturer narrative:
The fse determined the cc (cartridge chemistry) sample probe collar wash valve failed, resulting in a leak. The fse replaced the cc sample probe collar wash valve to resolve the leak. The fse evaluated the valve and did not find evidence of clot or debris. (B)(4).